Event description:
A vaxcel PICC line was placed for therapeutic purposes in 2005. One day following placement, it was reported leaking occurred below the suture wing. The PICC line was replaced on the following day.